Event description:
None.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation conclusions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name), d4 - version or model #, catalog #, serial#, unique identifier (UDI#), h6 (medical device ¿ problem code).

Event description:
None

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval return to manufacture date), e1 event site address, event site city, event site postal code, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Replaced power management board, this corrected issue. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) with a reported unit failure of not charging batteries. The failure analysis and testing dept. Performed a visual inspection and observed that q27 is shorted(burned). Please see attachment. Due to the shorting of q27 the fat dept. Cannot investigate this complaint any further. Past experience has proven that when q27 shorts, the batteries will not charge. Due to the board being an older revision, the board will not be sent to the supplier for failure analysis. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Au. The probable root cause for the power management board is that there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit or the tantalum capacitors used on the solenoid control board and power management board are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
None.